Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, for the 2nd firing on the stomach, the device did not advance and unable to fire. The handle was replaced with a manual handle to resolve the issue. There was no patient injury.